Event description:
Pt reported immediately after injection with "juvederm" in the lips, they developed an infection and "blood blister" in the lips and described that their lips look "uneven," and that "it was not injected where it should have been." Upon further follow up with the pt, it was discovered that the affected areas were "areas outside the lip on the upper left side." One day after injection, the pt returned to the injecting healthcare professional to request that they "remove the lumps of juvederm with hyaluronidase. The injector declined to inject the pt with hyaluronidase that day and requested the pt returned in a week. Two days after injection, another healthcare professional prescribed keflex for the pt; however, the pt discontinued the keflex because they developed an allergic reaction to it. The pt consulted with another healthcare professional who recommended that wait at least a week sure any swelling before returning to the injecting healthcare professional for hyaluronidase. The symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore add'l event, prod, or pt details are not attainable. The events of infection, blood blister, uneven lips, "not injected where it should have been," and "lumps of prod" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.